Event description:
It was reported the nozzle was clogged, the cover lens were broken. The issue found during reprocessing. The device was replaced. The intended procedure was completed with another device with no delay. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The device was received and evaluated. Device inspection and evaluation found the nozzle was noted to be clogged by some foreign material. In addition, it was observed that the ob (objective lens) was cracked and some shadow found appeared on the image. The customer reported issue was confirmed. Furthermore, inspection found the channel (ch) tube was observed to be leaking, the light guide lens was found broken and partly missing. Insertion tube observed with wrinkle and was swelled up when gas supplied. Name plate on the scope cover found missing. Review of the repair history of this product found the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection -inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function". The IFU states the following about reprocessing the nozzle: "reprocessing manual_ precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manually cleaning the endoscope and accessories: clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel. Remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure: caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.